Event description:
It was reported that a bd sharps collection next gen 5.4qt red had a missing lid. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The actual product nor photo representation was provided. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance reported for missing lids for the same part number. There were however four additional related complaints recorded for the same part number in the last twelve months for this lot. This lot was confirmed produced after implementation of corrective actions so a review of six lots was performed, the three lots produced before and the three after, and no issues were found. A weight system that provides a weighted label for each final box before shipment has already been implemented for this product to ensure the correct quantity of pieces per box before shipping, but it was confirmed that this lot was manufactured after corrective action implementation. Without the weighted label from the outermost box a root cause cannot be confirmed at this time. Unfortunately, the weighted label is required to identify or confirm this issue. Based on these findings, our investigation is inconclusive. Bd will continue to monitor for any trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ sharps collection next gen 5.4qt red had a missing lid. There was no report of exposure, serious injury or medical intervention.